Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured in comparison to a retention meter and master lot strips. Qc 1: 3.3 inr, qc 2: 3.3 inr, qc 3: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.8 - 4.2 inr). All measurements were without error messages. The maximum difference between measurements was 5.7%. No information was provided in the complaint case that would point to a cause for the result discrepancy. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
The initial reporter complained of an erroneous high inr result for 1 patient tested on coaguchek xs professional meter serial number (B)(4) compared to the stago neoplastine cl plus laboratory method. The result from the meter was 3.6 inr. The result from the laboratory within 2 hours was 2.1 inr. The patient's warfarin dose was held based on the result from the meter. No medical treatment was necessary. The patient's therapeutic range is 1.5 inr - 2.0 inr. There was no allegation that an adverse event occurred. The patient is in stable condition. The patient is anemic. The patient is not on heparin or other direct thrombin inhibitors. The patient does not have anti-phospholipid antibodies. It was not known if the patient is taking any new medication. The patient has had no diet changes and is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.